Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly for the past two weeks. The pump battery depleted from 50% to 20% in approximately 9 hours. The customer's blood glucose (bg) level was impacted (255 mg/dl). The customer changed supplies, charged pump, and resumed insulin to address elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.